Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the stimulation was not working effectively. The system was checked and it was found that the stimulator changes the programming without the use of a programmer. No external or patient factors were noted that could have contributed to the issue. The clinician programmer was used to adjust the stimulation and afterwards the patient checked with their programmer which showed it switched back to the old program. Several attempts were made to save the changes but the system kept switching to a different program. The issue was discussed with the healthcare provider and the plan was to replace the stimulator. The issue was not resolved at the time of the report.